Manufacturer narrative:
Internal complaint number: (B)(4). A review of DHR was performed which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit lot # 23957 and subassembly lot #23384 was performed. The review did not identify any non-conformances or issues associated with the manufacturing or packaging of the catheter kit or the subassembly.

Event description:
Update was provided that "physician replaced the catheter on (B)(6) 2019. Patient stop experiencing symptoms 1-2 days later and is now doing well.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient began to experience symptoms of withdrawal after the pump was implanted. It was noted that the pump replaced a competitor's pump but the competitor's catheter was not entirely explanted. A catheter revision kit was used to connect the previous catheter to the new pump. The physician believed the revision connection was "loose" and determined the catheter should be revised. The catheter system including catheter revision kit and original catheter were subsequently explanted and replaced with a new catheter.